Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, following the surgery, when the balloon was being deflated, a tear in the balloon was noticed. The surgeon removed the piece from the pt's cavity. No pt injury reported.